Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of manufacturing history records performed. Review of the generator and lead manufacturing history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Implant information on a hospital form was received by the manufacturer which confirmed that the patient had lead replacement on (B)(6) 2013. Follow-up with the surgeon¿s office confirmed that both the generator and lead were replaced per the operative notes. The explanted generator and lead were received by the manufacturer for analysis on (B)(4) 2013. However, product analysis has not been completed to date. The return product form listed the reason for replacement as ¿fractured vns electrode lead.¿

Event description:
On (B)(4) 2013 product analysis was completed on the explanted lead. A portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis discoloration was observed on the (-) connector pin quadfilar coil and the coil appeared to be broken approximately 160 mm from the end of the connector boot and in several sections past the observed coil break. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type with mechanical damage and residual material. An attempt was not made to remove the residual material from the coil surface, since the coil appeared to be too fragile. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the residual material as containing sodium, chromium, silicone, sulphur and aluminum. Refer to attached eds sheet for additional information. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be residual material was observed in various locations. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. On (B)(4) 2013 product analysis was completed on the explanted generator. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The impedance check performed by the generator showed that the impedance went from 7810 ohms to 10152 ohms on (B)(6) 2013.

Event description:
Clinic notes dated (B)(6) 2013 were received for the patient¿s referral for vns revision surgery. The notes indicated that the patient had been seizure-free since temporal lobectomy surgery with the last (third) resective surgery performed in (B)(6) 2012. The patient was last seen in clinic on (B)(6) 2012, and the patient has continued to have seizures since (B)(6) 2012. Since surgery, the patient had one seizure in (B)(6), three in (B)(6), two in (B)(6), three in (B)(6), and two in (B)(6). Prior to the most recent surgery, the patients was averaging 1-2 seizure per month. The patent was reported to be tolerating vns stimulation without incident programmed to 1.75 ma for 30 seconds every 3 minutes with magnetic activation of 2 ma for 30 seconds. Lead (system) diagnostics revealed high impedance with impedance value of 7810 ohms. Therefore, the patient¿s device was programmed off to 0ma, as the physician noted the findings indicated a potential lead fracture. The parents noted they were not sure whether vns therapy had been helpful for the patient. The patient¿s current semiology suggests origin within left frontal lobe and may be a good candidate for consideration of a left frontal lobe surgical procedure. The plan was to keep the generator off while awaiting admission to the epilepsy monitoring unit. If seizure control worsened over the next couple of months, they would plan to replace the lead, and if not, would remove the vns generator and lead. Follow-up with the physician revealed that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays were performed. The patient was admitted to the epilepsy monitoring unit, and seizures were recorded independently in the left and right brain. The physician believes that the patient has benefitted from vns therapy. The last good diagnostics were performed on (B)(6) 2012. The patient had generator and lead replacement surgery on (B)(6) 2013. Attempts for product return have been unsuccessful to date.